Manufacturer narrative:
Visual inspection of the device showed no major abnormalities found. Irrigation was tested by purging 60 ml/min of saline through the catheter. Normal amounts of saline output from the irrigation ports. The device lumen distal end were leak tested using an isaac pressure decay test system set to 107 psi, and a toughy borst seal for sealing the irrigation ports. The lumen and distal end were pressure decay was measured three times with values passing below the maximum acceptable limit. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected to be used in a atrial fibrillation ablation procedure. During preparation as flushing was being performed using an irrigation pump but the device was unable to have irrigation in all six holes. The irrigation was improved with device replacement. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected to be used in a atrial fibrillation ablation procedure. During preparation as flushing was being performed using an irrigation pump but the device was unable to have irrigation in all six holes. The irrigation was improved with device replacement. No patient complications were reported.